Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion causing permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was 2008. During the stent procedure a small septal perforator was occluded. The patient had chest pain that lasted about 15 minutes and was treated with medications. No additional event or patient information is available.

Manufacturer narrative:
The two xience v coronary stent systems are being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Occlusion and angina as listed in the xience v IFU are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. It is likely the angina is a secondary effect of the occlusion, although it cannot be determined how, if at all, the xience v stent delivery system contributed to the patient effects.